Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and morphine via an implanted infusion pump. It was reported the patient had an MRI yesterday under sedation and they thought someone would be checking pump afterwards to make sure pump would come back on and they have feeling no one did. The caller noted this morning the patient attempted bolus for extra dose and message on ptm says pump stalled contact immediately code 100. The patient will be going back tomorrow for a full body bone scan and will be there for someone to come and check. No symptoms were reported.